Manufacturer narrative:
(B)(4). Unit returned with its original pouch. The unit returned stuck on foreign device and has the distal end damage, as part of overall visual revision. Unit returned matches with upn provided by the customer. The visual inspection was performed and the device returned stuck inside the needle; the device was removed from the needle and presents the distal end severely damaged (coilwire unraveled and corewire fractured). The outer diameter (ods) taken met specifications. The guidewire overall length could not be measured due to the condition of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 06-nov-2014. It was reported that a guide wire spring tip unraveled. A 035/145 amplatz super stiff¿ guide wire was advanced towards the target lesion through a 15cm g18 non-bsc spinal needle. Upon withdrawing the wire thru the needle, the springcoil on the wire loosen and unwrapped. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was okay. However, returned device analysis revealed a broken core wire.